Manufacturer narrative:
Investigation results-the patient/gxl acetabular liner involved was reportedly revised due to prosthesis wear, osteolysis and metallosis approximately 7 years after the index surgery. However, the revised components were not returned to exactech for evaluation and no images or radiographs were provided. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear: combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Concomitant products: - pf stem tapered plasma sz 15 (cat# 160-00-15 / serial# (B)(4)). - alteon 6.5mm screw, 25mm (cat# 180-65-25 / serial# (B)(4)). - 4.5mm drill bit 20mm (cat# 101-45-20 / serial# (B)(4)). - biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(4)). - integrip cc, cluster 52mm, g2 (cat# 186-01-52 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal team, approximately seven years post left tha, the female patient had a revision due to pain. During patient's revision surgery, the acetabular shell was noted to be in a vertical posture. There was eccentric wear of the acetabular liner with some metallosis of the hip joint on inspection. Patient was revised exactech. Patient was transferred to the recovery room in stable condition.